Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced stomach pains. When the patient took a fingerstick the cgm reading was 50 mg/dl, and the blood glucose reading was 570 mg/dl. The patient went to the hospital where the hyperglycemic event was confirmed (no further values were reported). The patient was treated with intravenous fluids ¿2x¿. No further treatment was reported, and the patient left the hospital on their own request on the same day as the day of the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.